Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the kit and the saline ampule with no relevant findings. The tray configuration for this kit, ask-05500-kpr rev. 3, was reviewed as a part of this complaint investigation. The saline ampule is located in its own cavity, separated from other components. Complaint verification testing could not be performed as no sample was provided for analysis. A DHR review was performed on the kit and the saline ampule with no evidence to suggest a manufacturing related cause. The potential cause of a broken ampule in the tray could not be determined based upon the information provided and without the sample. If the sample is received, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the ampule was broken in the kit. No patient/user injury reported.

Event description:
The customer alleges that the ampule was broken in the kit. No patient/user injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.